Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that a syringe of dilaudid 5mg/ml had been programmed for a concentration of 0.2mg/ml with a demand dose of 2mg (lockout of 10 minutes), continuous 2mg/hr, and a max 1-hour limit of 14mg/hr. Fifty minutes later it was discovered that the 30ml had infused. Although vital signs were monitored more frequently following the event, the customer reported no patient harm. Spo2 and respirations were within normal range and stable.

Manufacturer narrative:
Concomitant medical products: 50ml bd syringe, therapy date (B)(6) 2015. The customer¿s report of a pca dilaudid over-infusion was confirmed via event log review. The customer did not send the devices for investigation. The returned pcu event log contained too many entries and did not go back far enough to see what was originally entered for the pca dose, lockout interval, continuous dose and max limit. At 5:06 am on (B)(6) 2015, the user selected a 50ml bd syringe with 48.9694ml detected. The user programmed a pca dose + continuous infusion of hydromorphone high dose 5mg/1ml through guardrails. The concentration is 5mg/ml. It was determined that the pca dose was entered as 2mg, the lockout interval was entered as 10 minutes and the continuous dose was entered as 2mg/hr. The max limit entered was not identified. At 2:39 am on (B)(6) 2015, the user selected a 50ml bd syringe with 48.8808ml detected. The user programmed a pca dose + continuous infusion of hydromorphone standard 0.2mg in 1ml through guardrails. The concentration was 0.2mg/ml. The user did not change the existing parameters, and the pca dose was left at 2mg, the lockout interval at 10 minutes and the continuous dose at 2mg/hr. Again the max limit entered was not identified. The user then selected yes to the guardrail warnings that the pca dose exceeds guardrails limit of 0.5mg, continuous dose exceeds guardrails limit of 0.6mg and pca max dose exceeds limit and the infusion is started. With this drug at these parameters, the continuous infusion and pca dose requests both infuse at 10ml/hr. At 3:22 pm, the device was paused. There were 3 successful pca dose requests delivered for a total of 30ml. There were 3 unsuccessful requests made during this time. The total volume delivered between 2:39 am and 3:22 am was 34.7982ml. The root cause of the customer¿s report of a pca dilaudid over-infusion was identified as a user programming error.